Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed, unable to recover even after maintenance reboot. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) identified that the latch sensor was intermittent. The fse replaced the sensor, but it did not restore service. The fse adjusted the latch mounting and then resumed testing. No further issues were noted. The user verified proper operation with inventory counts. The fse also verified all bus and cable connections and confirmed proper drawer and pocket operation. The system functioned as intended after the field service engineer repaired the device.